Event description:
Physician reported rupture of both implants. Device has been explanted and replaced with non-allergan brand. This record pertains to right side.

Manufacturer narrative:
Postal code: (B)(6) and phone: (B)(6). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Additional, changed, and/or corrected data: d.4., h.4., h.6.

Event description:
Physician reported rupture of both implants. Device has been explanted and replaced with non-allergan brand. This record pertains to right side.

Manufacturer narrative:
Visual analysis of the photographs identified: - rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. It is not possible to determine the lot number or catalog through the photos provided. Based on the device analysis grid, the assessments of the complaint are: rupture: observed, broken device on posterior side assessed as unidentified (tear) opening (shell thickness within specification). Additional observations: creases is observed. Yellow particles were observed on the shell. No further actions are required as the device was implanted.

Event description:
Physician reported rupture of both implants. Device has been explanted and replaced with non-allergan brand. This record pertains to right side.